Event description:
Caller reported a malfunction on the pump, characterized by the occurrence of malfunction code 12. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information about any adverse effects on blood glucose exceeding 500 mg/dl. Technical support arranged for the replacement of the pump with a device that includes updated software and instructed the caller on steps to prepare the malfunctioning pump for return. The customer was advised to continue using the current pump until the replacement arrives and confirmed an understanding of procedures for both the return of the old pump and the operation of the new one.